Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient called to report that he had urethral erosion with the placement of his artificial urinary sphincter (aus) and that the device had been removed. He called to inquire about his options.